Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported difficulty maintaining consistent communication between the charging antenna and ipg. Reportedly, troubleshooting was attempted to no avail. As a result, the patient opted to discontinue use of the scs system. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 during which time the ipg pocket was revised. The issue is resolved.